Event description:
The patient contacted lifescan in 2005 and alleged that their one touch ultrasmart meter was reading inaccurate control high. During troubleshooting with the customer service agent in 2005, it was verified that the subject meter was in the right unit of measurement (mg/dl) and that it was set correctly at the time of testing. The control solution results the patient had received were 149 mg/dl, 137mg/dl, and 130 mg/dl, (control range was 94-128). It was also verified that the meter was coded correctly and that the patient was using the correct control solution. The test strips were within the expiration date and were in good condition. The patient was walked through two consecutive control solution tests and the results fell outside the specified range. They had consulted their doctor and their insulin was decreased. They did not receive any other medical attention or intervention. Replacement test strips were sent to the patient.